Event description:
General report rec'd of an unspecified number of undocumented instances of devices delivering less than expected. On unspecified dates and times, the devices were reported to have delivered less than expected. No specific pt info, pump programming, or event details were provided. The customer contact reported that all the pts were using "ultra site positive pressure connectors." During testing at the user facility, the devices "pass our testing and were returned to service." The customer contact stated, "I do not believe there is anything wrong with the devices." There were no reports of any adverse pt events or delays in therapies critical to the pts while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. (B) (4)